Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The customer reported that they are experiencing pain that goes to the root and that the top teeth are slightly pushed. No additional information was reported.